Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 2.65 approximately seven months ago, and the current voltage was 2.58. Technical services (ts) discussed that the device appeared to be exhibiting the shortened replacement window ((B)(6) 2007) advisory behavior; therefore recommended monthly follow-ups for the patient and replacement of the device within one month of reaching elective replacement indicator (eri), rather than the normal 3 month window. It was noted the patient would be followed monthly via latitude. Additional information was provided that the device was later explanted due to normal battery depletion and was returned for analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.